Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 1003 (voltage too low for remaining capacity). The physician (not implanting physician) commented that this patient is a recent heart transplant patient and did not understand why the device was implanted in the first place. This patient is non-pacer dependent and has not received any tachy therapies. As a result, the physician has elected to not surgically intervene.

Manufacturer narrative:
The device memory was reviewed by a post market quality assurance engineer. The analysis confirmed the fault code was set on (B)(6) 2012. The voltage has been decreasing consistently and is expected to remain below the low voltage threshold, thus will re-issue the faults and subsequent beeping a day or two after each programmer interrogation. The rate of depletion is relatively low, therefore if things remain constant, engineers expect the device may continue to operate well beyond one year. Boston scientific technical services (ts) discussed the results with the local representative and device replacement per recommendations. The local representative re-confirmed that the device has not been and will not be scheduled for replacement at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery status was confirmed to be at a voltage of 2.86 volts. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Additional information was received indicating the device was explanted and replaced. The device has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Additional information was received a couple months later that the patient was now being seen at a different clinic in a different state. The physician (at this new clinic) felt the device should be replaced due to the fault code. A replacement has been scheduled. When additional information becomes available, this report will be updated.

Event description:
--